Event description:
My name is (B)(6) and I am a concerned citizen that has been implanted with a medtronic 44420 strata programmable shunt, lot c66380. I have major concerns that I will list below: on three different occasions, the last being (B)(6) 2013, I have had an electronic device reset the setting on the above device that was surgically implanted in my back on (B)(6) 2012. Please respond in regards to what medtronic plans to do to assist the patients that have this device implanted in our bodies to protect us from electronic devices such as the (B)(4) computers that can reset the settings on our lp shunts causing major neurological issues and complications. When I must go to the medical office to have this device reset, I lose time from work, money, sick time, I become distressed and discouraged on my ability to now maneuver safely in society not to mention that it sometimes can take over a week to get into see the doctor. What do patients do on the weekends if your device has lost its setting? What local emergency rooms or medical offices have the device to assist us in resetting the shunt? Has medtronic come up with a patch or shield that patients could use by placing on our backs that block the transmissions of magnets to use when traveling, in training class, in the work place where you can no longer escape the myriad of computer and electronic devices that are now common to the workplace and environments in society? I am requesting that medtronic develop small devices that the patients can check their own settings and reset the shunt if traveling out of town or out of the country, if they become ill or in contact with something like the devices listed below that are contraindicated in how these medical devices operate. These medical devices now cause major fear and concern for people like me who must be at least 2-3 feet away from (B)(4) and certain computers or risk neurological complications. When exposed I risk exposing my personal health info to others to ask them to move away if there is nowhere for me to go or if its discovered they are using one of the known triggers that reset these medical devices. The neurosurgeons and their assistants don't really know how to use the device. At my last appointment to reset it, I was asked by the surgeon's assistants what setting did I want it on? Huh? This is really scary that medtronic is selling these medical devices without properly training and instructing hospitals, medical staff and surgeons on how to properly use, store and evaluate that the devices are working properly. Medtronic should immediately send out notices to all patients with instructions on what to do if they feel their shunts have reset to a different setting. You should send a list of all patients across the county that have this medical device implanted in their bodies where the hospitals and other locations across the country that have the reset reading devices available to reset the shunts when we are traveling on work or pleasure. It can and will happen. Medtronic has a duty to fix this issue and develop something to protect the patients that have your devices. Does medtronic not understand the constraints and problems this device is causing? I was not told about the issue until after this device was implanted in my body. Please respond with your intent to fix this issue for the thousands of patients now facing the dilemma listed above. Reason for use: hydrocephalus, csf leaks, elevated...